Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014, the customer reported according to the sales representative the ventricular lead was capped on (B)(6) 2013 for high impedance. The impedance was greater than 3000ohms with intermittent capture. There were no other adverse patient events reported. The lead was actively implanted for approximately 3 years, 11 months. Updated info rec'd from the customer on (B)(6) 2014, the customer reported according to the sales representative the ventricular lead was capped on (B)(6) 2013 for high impedance. The impedance was greater than 3000ohms with intermittent capture. No subsequent device or clinical adverse events have been reported.